Manufacturer narrative:
All of the buttons on the insulin pump functioned properly however, moisture damage was found on keypad traces. The device had minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corner, cracked battery tube threads, missing end cap sticker, and cracked pump belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the buttons were not working properly on the customer's insulin pump, which had several cracks on it. The customer's blood glucose level was 3.6 mmol/l. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.